Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and excess of the pacing leads were prominent and protruding from the patient's skin, which caused the patient discomfort. The ipg and excess of the pacing leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.